Event description:
It was reported that this inflatable penile prosthesis had eroded. It was also noted that the device not working properly because the left cylinder had been cut in half. The device was explanted and replaced. No patient complications were reported.